Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that oversensed noise was observed on the atrial channels of this patient¿s pacemaker. A low out of range pacing impedance of exactly 200 ohms was also observed. The physician is aware of the issue and the patient will continue to be monitored. The patient¿s system remain in service. No adverse patient effects were reported.